Manufacturer narrative:
The reported under-infusion issue was not confirmed. The pump was found to have a flow rate accuracy of -0.02%, which was within the +/-5% specification. The pump was tested to meet full specifications on 06/08/2017.

Event description:
The user reported that the pump was infusing too slowly. No patient injury or harm occured for this case.